Event description:
It was reported by the customer the vapr 3 unit was causing interference with the monitor during a knee arthroscopy. The customer managed to complete the case with no patient consequence. After the case, the customer tried to recreate the issue and received an internal error. One device to be returned for analysis by the customer. [Per phone conversation with the complaint reporter; they state that the device cause lines across the screen and colored the screen].

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.